Event description:
Report received that "the motor of the device runs backwards." It was also reported that there were unspecified problems with the motor connection, the lithium battery and the need to replace the bottom case on the device. This was found during routine testing by the biomedical dept. The device was not connected to a pt. There was no report of any adverse pt events while the device was in clinical use. Although requested, no add'l info was available.